Event description:
It was reported that the device was not heating up. No patient injury was reported.

Manufacturer narrative:
A sample was received to perform an investigation. Visual inspection found a worn plate clip and reflux plug. Functional testing was performed by filling the tank with water, attaching temperature check, plugging in line cord, and turning on power switch. The reported problem could not be duplicated. The device heated up and the temperature stabilized. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The root cause cannot be established as no fault was found. No information is provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.